Event description:
It was reported that an output of internal investigation conducted in during the analysis for situational analysis, a review of historical csv data files from analytical database was conducted. An investigational algorithm was developed to identify instances where alarm 113 (reduced water temperature control) was not delivered under certain conditions. In these cases, the arctic sun device operated per the software code, however the design of the code did not result in alarm 113 being displayed when certain conditions occurred. Bd was opening complaints for this design issue with date of awareness of 23 may 2024 for these occurrences now that they have been identified to ensure there was a complaint record for all identified instances of the design malfunction. There was no indication from this retrospective review that there was a customer allegation or awareness of the issue as of date of the case file. As the source data might not include account information, patient information, serial number of the device, part number of the device, or an allegation from a customer. If this information was not contained in the csv file due to privacy or the method of collection at the time, it would not be possible to conduct further follow up.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is being investigated under CAPA #9944107. The DHR review is not required. A labeling review is not required because labeling could not have prevented this issue. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that an output of internal investigation conducted in during the analysis for situational analysis, a review of historical csv data files from analytical database was conducted. An investigational algorithm was developed to identify instances where alarm 113 (reduced water temperature control) was not delivered under certain conditions. In these cases, the arctic sun device operated per the software code, however the design of the code did not result in alarm 113 being displayed when certain conditions occurred. Bd was opening complaints for this design issue with date of awareness of (B)(6) 2024 for these occurrences now that they have been identified to ensure there was a complaint record for all identified instances of the design malfunction. There was no indication from this retrospective review that there was a customer allegation or awareness of the issue as of date of the case file. As the source data might not include account information, patient information, serial number of the device, part number of the device, or an allegation from a customer. If this information was not contained in the csv file due to privacy or the method of collection at the time, it would not be possible to conduct further follow up.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.